Event description:
Device 1 of 2. Ref MFR. Report # 1627487-2011-00624. The pt received an scs system including an ipg and percutaneous lead. It was reported that the pt was unable to recharge her ipg due to her pregnancy. As such, the device depleted. During this time, the pt's lead also fractured. Surgical intervention was undertaken to replace the pt's scs system. No further complications were reported.

Manufacturer narrative:
Device evaluated by MFR: results -- per the details of the event, the pt did not recharge for several months. The dfu for the eon ipg stated that if a depleted ipg is not recharged within 2-18 months depending on the proximity to the end of the device lie, the ipg may loose it's ability to be recharged. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.